Event description:
The user facility reported that a piece of the cannula detached from a winged infusion set when it was being removed from the pt. The device was used for several days to administer subcutaneous morphine without any difficulty. The lot number for the involved device is not known because the packaging had been discarded immediately after it was opened. The user facility reported that the pt is hepatitis c positive. Follow-up info from the user facility confirmed that, based upon an x-ray, the detached piece of cannula was approximately 2-cm long and that the physician decided that the piece of cannula should be left inside the patient's deltoid muscle and allowed to "work its way out". The pt is reported to be comfortable and was sent home. No further treatment was administered.